Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Reportedly, the patient had an ipg pocket revision on (B)(6) 2018 ((B)(4)). During which, physician discovered a possible infection at the ipg pocket site. The physician put the patient on antibiotics and is awaiting the results from the cultures. Therapy was restored post operatively.

Event description:
Additional information identified the cultures were deemed negative for the infection.